Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while in tether mode, the right ventricular leadless pacemaker (vlp) was pacing at a rate of 110 ppm despite being set to vvi at 30 ppm. It was noted that the rate was changed on the vlp and no further issues occurred. The device was implanted successfully. There were no patient consequences.